Manufacturer narrative:
An event regarding fracture involving an unknown mrh femoral component was reported. The event was confirmed based on the x-rays provided. Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as device identification, better quality x-rays, operative reports, patient details, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It is reported by the surgeon of the hospital that the mrh femur shield broke. System was removed. Replacement was available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It is reported by the surgeon of the hospital that the mrh femur shield broke. System was removed. Replacement was available.